Event description:
It was reported that the right ventricular (rv) lead exhibited low rv tip to coil impedance, triggered an alert. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.